Manufacturer narrative:
(B)(4). Date sent: 2/4/2026. D4: batch # 555d87. Investigation summary: this is an analysis of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device and the back light was noted illuminated. The second and third photos show a device from guide face with tissue, however cannot be seen if staples were present. Based on the photos the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. When the test battery was installed, the green checkmark illuminated, indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the cam was rotated so that it was touching the stop switch actuator. A product issue was identified during the investigation of the sample received and has been correlated to a manufacturing process. Device history review : a manufacturing record evaluation was performed for the finished device batch number 555d87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/6/2026. D4 batch #555d87. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. When the test battery was installed, the green checkmark illuminated, indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, and the cam was rotated so that it was touching the stop switch actuator. A product issue was identified during the investigation of the sample received and has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ees quality system. A manufacturing record evaluation was performed for the finished device batch number 555d87, and no non-conformances were identified. Photo analysis: during the visual analysis, the following was observed: the first photo shows a device and the back light was noted illuminated. The second and third photos show a device from guide face with tissue, however cannot be seen if staples were present. Based on the photos the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Has the patient shown any signs of developing a surgical site infection due to the extended surgical delay? The patient is doing well post op. 2. Was the patient outcome affected? No, they left the anvil in place, opened a 2nd stapler and the stapler fired and good donuts were achieve and no air leak. 3. Were there any changes the post op care of this patient? No that we are aware of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon placed the anvil in lumen of bowel. Battery was installed into circular stapler, illuminating the back light. The stapler was inserted up to the distal transection site. At this point the stapler was removed as they needed to dissect more rectal stump. (Approx 30 mins) the stapler was reinserted and position according to ify. Trocar was advanced, and connected the anvil. The device was slowly closed, orange indicator entered the green zone. They slowly adjusted until firm, then attempted to fire the stapler and it did not fire. Checking the compression scale, they realized the orange indicator was on the outer limit of the green zone, so they adjusted knob, to orange indicator inside the green zone. They initiated a firing sequence. The stapler did not fire. However the green tick was illuminated. No staples were obvious on tissue or in stapler. They disconnected the stapler from the anvil, opened a 2nd stapler. Repositioned the new stapler, following the steps, this stapler did fired indicating a green tick. Leak test was completed, no leaks, good staple line, and good donuts. The surgery was delayed by 30 minutes and completed successfully. No patient consequences were reported.